Event description:
One pt sample with discrepant estradiol results. Initial result 904.9 pg/ml; repeat on same analyzer 9.9 pg/ml. If add'l info is received, appropriate notification will be provided.